Event description:
It was reported during the implant procedure that there was low atrial impedance and no pacing. Also noted: the atrial lead was placed via the cephalic vein. The lead was unsuccessfully repositioned, therefore the lead was explanted and a new lead implanted. There were no patient complications reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found and failure could not be duplicated. On visual exam, the outer insulation was breached and the was a white substance note on the outer insulation as well that could not be identified (appears lead was soaked in a substance prior to return). Full lead.